Event description:
It was reported that after replacing the glucose sensor due to a prior sensor failure, the user experienced elevated glucose readings on the ilet system, with values in the low 300s mg/dl and trend arrows indicating leveling. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention reported, and the user planned conservative measures such as hydration and observation. Investigation included troubleshooting and education provided during the call, with a recommendation to allow additional time for sensor stabilization and to monitor for glucose reduction. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device malfunction confirmed and no component-specific findings reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.